Event description:
The customer reported that the housing for their pump in style transformer came apart.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to obtain additional information regarding this event were unsuccessful including a final attempt by letter. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional information or original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with a damage transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformer during shipping.